Event description:
Blood sugar was super low as a direct use of the (B)(6) brand relion blood glucose meter. The meter consistently reads higher than other meters I own by 60 points or more causing me to over correct for my blood sugar with insulin. I recently discovered this after buying this meter due to low price. The quality of the tests it performs and reliability are minimal. The tests are very inaccurate and cause a person to unknowingly administer more insulin than is needed causing dangerously low blood sugars where a person is incoherent and in a life threatening position. The product should not be sold until it can render more reliable glucose readings. The glucometer is all over the place with current non expired test strips and a new battery. This meter is totally unsafe and not reliable compared to my own touch branded meter. The relion strips do not expire until 10/2020 and are totally unreliable. (B)(6). FDA safety report ID # (B)(4).